Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off while the scrub tech was removing the mcs instrument from the surgical field. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated this delayed the case by 10-15 minutes while the customer was looking for the mcs tip cover accessory. The item was located and removed the tip cover from the abdomen. The csr stated the customer was able to complete the case with no further issues. Isi followed up with the csr and obtained the following additional information: the csr was aware of this issue from the or staff. The csr confirmed the mcs tip cover accessory fell inside the patient's anatomy and was immediately retrieved. The mcs tip cover accessory was inspected prior to use, and no issues were noted prior to use. The csr and the or staff did not know what the reason was for the mcs tip cover accessory to fall in the patient. The mcs instrument did not collide with other instruments during the surgical procedure. The mcs tip cover accessory was properly installed during the surgical procedure. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. A reducer was not used. There was no arcing and no thermal damage noted on the tip cover. The instrument's wrist was straightened upon removal. The procedure was completed robotically.